Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # m93272. Result: the analysis results found that the el5ml device was received with damage on the jaws; this condition would not allow the jaws to collapse in order to form the clips. In addition, the shaft was noted to be bent and damaged. No further functional testing could be performed due to the condition of the device. A possible cause for the condition of the damage on jaw may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar; however no conclusion could be reached as to what may have caused this condition. Possible causes for the damage found on the shaft may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. No conclusion could be reached as to what may have caused the damaged on jaw and shaft. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the first clips were placed properly without a problem but then the device gets jammed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.